Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance. Additional information obtained from field representative that the cause was not determined and the physician will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.